Event description:
A low battery voltage was observed as a result of numerous noise reversions shown on the diagnostics. Suspecting a damaged lead, the rv02 was inspected and was found to have a small nick in the insulation, proximal to the header, the physician elected to patch the nick with a sleeve and med adhesive. After consulting with sjm tech svs, the decision was made to replace the ICD as output circuit damage may have occurred if the device delivered into a low impedance load.